Event description:
The surgeon stated the pt had tibiaxys fusion plates, screws and "cadaver femoral head bone graft material" implanted in (B)(6) 2011 for osteoarthritis pain. During a f/u visit, 3 or 4 months ago, the pt complained of discomfort. The surgeon stated one of the 3 screws going into the distal part of the plate that fixed into the talus had backed out; this was confirmed by x-ray. The "surgeon nicked the skin and removed this 1 surfix screw". He said he "had not inserted a lock-screw on the end of this backed out surfix screw at time of the initial implantation due to difficulty trying to insert and fix the lock-screw". During another f/u pt visit (date not provided), the surgeon observed the bone graft was not heating as expected on the lateral side. The pt had a second surgery to put in more bone graft and reposition her ankle on (B)(6) 2012. The surgeon also removed the 2 lock-screws from the 2 remaining "talar" surfix screws without difficulty, but upon trying to remove the 2 remaining "talar" surfix screws, the surfix screws broke at the underside of the plate, where the bone and plate met. It was noted that these 2 remaining screws had lock-screws fixed at time of initial surgery in (B)(6) 2011. The surgeon stated that he removed the lock-screws form these 2 surfix screws without difficulty. The 2 broken surfix screws and the plate were not removed. The surgeon reported he packed in more allograft, repositioned the pt's ankle and foot and put 3 surfix screws into the tibiaxys plate - these 3 surfix screws were "longer (40-50mm)". The surgeon said he was satisfied with the revision surgery and the joint appeared to be fusing. The surgeon said the screws were discarded by the hospital. Additional info was requested by integra including x-rays.

Manufacturer narrative:
The tibiaxys system (plate and screws and lock screws) were used which included the suspect medical device listed in this report and the following: 150120snd (edv4). Tibiaxis anterior plate - right lateral; 150240snd (enpm) ster. Cort. Screw - 4mm diam x 40mm long; 285332snd (enmwx2) ster. Ti screw and lock screw - 3.5mm x 22mm lgt; 285324snd (epsl x2) ster. Ti screw and lock screw - 3.5mm x 24mm lgt; 285324snd (emzl x2) ster. Ti screw and lock screw - 3.5mm x 24mm lgt; 285326snd (eqc5) ster. Ti screw and lock screw - 3.5mm x 26mm lgt; 285326snd (ea1x) ster. Ti screw and lock screw - 3.5mm x 26mm lgt; 285326snd (ep5q) ster. Ti screw and lock screw - 3.5mm x 26mm lgt; 285334snd (ept7) ster. Ti screw and lock screw - 3.5mm x 34mm lgt. Note: reference and lot numbers provided represent products used at initial surgery. The devices involved in the reported incident were not available for eval. An investigation has been initiated based on the reported info.